Manufacturer narrative:
(B)(4). Concomitant medical products-patients medications: norvasc, atorvastatin, metformin, terazosin, and carbidopa. (B)(4). According to the conformable gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the device has not been evaluated in patients with acute and chronic dissections. Potential device or procedure related adverse events include death.

Event description:
On (B)(6) 2016, the patient underwent a procedure using a conformable gore&#59412;tag&#59412;thoracic endoprostheses to treat a thoracic aortic aneurysm. Reportedly the patient had normal anatomy. It was reported the physician had planned to coil and cover the left subclavian artery, which went as planned. After deploying the tgu373720/13235042 device, the physician used a gore&#59412;tri-lobe balloon bcl2645 to balloon the proximal and distal end of the device. The aorta anatomy was approximately 31mm at the distal end and while ballooning distally the gore&#59412;tri-lobe was expanded to the 37mm, the diameter of the tgu device. The balloon expanded to the diameter of the device as opposed to the smaller diameter of the anatomy. There was no change in the patient's hemodynamic status, no adverse event, and nothing out of place visually on the angiogram. The physician chose not to implant an additional device to extend distally. The procedure was completed with no sequela and the patient tolerated the procedure. On (B)(6) 2016, the patient expired due to an aortic rupture. The physician stated the death was not device related, but was procedure related.